Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a presumed driveline infection after presenting with 2 days of fevers, chills, and purulent drainage from driveline insertion site. Three days prior, the patient was in a normal state of health but tripped over an unspecified object when in the shower. The following day, the patient developed fevers and chills. The patient¿s temperature reached a maximum of 102 degrees fahrenheit at home, and the patient arrived at the hospital for evaluation. The patient was electively admitted to the implanting center for surgical intervention. On (B)(6) 2016 the patient underwent debridement of the subcutaneous abdomen tissue abdomen, first 20 square cm or less. Empiric antibiotics were initiated.

Manufacturer narrative:
A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.